Manufacturer narrative:
(B)(6). Previously reported on MFR- 0001822565-2016-03830. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) found that the post feature has a fracture from anterior to posterior site. The device was manufactured in april of 2015 and had an approximate field life of ten (10) months with an unknown frequency of use. Device history record (DHR) was reviewed and no discrepancies were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture; however, the fractured tasp in this complaint was manufactured after the design change. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. The root cause cannot be determined for this item using available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found fractured outside of surgery. All pieces were returned. No adverse event has been reported, and no further information has been provided.